Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove and material separation were not able to be confirmed. The investigation determined that the reported difficulty to remove the guidewire from the package and subsequent material separation appear to be related to a potential product quality issue. Although a material separation was not present to the device, there was a break noted to the corewire of the distal tip. It is likely that the observed guidewire damage was the result of the reported difficulty to advance. The break to the corewire was likely interpreted by the user as a material separation. Additional testing was done in attempt to characterize the material noted on the stretched distal tip coils. Additional testing was done in attempt to characterize the material noted on the stretched distal tip coils; however, the results from the additional qualitative testing were inconclusive. An exception investigation was opened to further evaluate the difficulty to remove the guidewire from the packaging coil issue.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
During preparation, the pressurewire x, wireless device was difficult to remove from the hoop, and the distal tip of the device became separated. Therefore, the device was not used in the patient. Another pressurewire x, wireless device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.